Event description:
A report received from (B)(6) stated the device is experiencing a bent drive shaft issue and is being returned for service. It is unknown if the event occurred during surgery. It is unknown if medical intervention was reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).